Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea ventilator alarmed circuit occlusion error is causing extended high peak, safety valve, apnea interval, low exhaled minute volume and fraction of inspired oxygen. At this time. At this time, patient involvement associated with the reported event is unknown.